Manufacturer narrative:
(B)(4). Investigation results: a fully deployed wallflex duodenal stent and delivery system were returned for analysis. Visual evaluation found kinks in the blue outer sheath. The stainless steel tube and the inner shaft were also kinked. No issues were found with the stent holder or stent. No other issues were noted with the device. The damages noted with the device were consistent with the application of force during deployment. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the event, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation on june 21, 2016 that a wallflex enteral duodenal stent was implanted to treat a malignant stricture due to pancreatic cancer in the duodenum during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. During the procedure, the stent was accidentally deployed within the scope. The nurse attempted to reconstrain the stent to deploy within the patient but was unsuccessful. The scope was removed from the patient and the stent removed from the scope. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex enteral duodenal stent was implanted to treat a malignant stricture due to pancreatic cancer in the duodenum during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. During the procedure, the stent was accidentally deployed within the scope. The nurse attempted to reconstrain the stent to deploy within the patient but was unsuccessful. The scope was removed from the patient and the stent removed from the scope. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.